Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep. That when the surgeon held the firing trigger, it was broken. Also it fell on the closing lever and would not open. There was no consequence to the pt. 9/9/96 nothing fell into the pt, the case was completed by using a new device.